Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model ecp017g biopsy instrument allegedly had foreign material. There was no reported patient contact. This information was received from various sources. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the three malfunctions were provided and a lot history review was performed. The devices have been returned for evaluation for two of the three malfunctions; the evaluation identified foreign material. The third malfunction did not have a sample returned for evaluation; therefore the investigation is inconclusive for foreign material as no objective evidence was provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number for the three malfunctions were provided and a lot history review was performed. The devices have been returned for evaluation for two of the three malfunctions; the evaluation identified foreign material. Photo was received for the third malfunction and the investigation is inconclusive for foreign material as no objective evidence was provided to confirm any alleged deficiency with the device. For one device the trending device code has been updated (1261 - fragmentation). Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model ecp017g biopsy instrument allegedly had foreign material. There was no reported patient contact. This information was received from various sources. Patient age, weight, and gender were not provided.

Manufacturer narrative:
Two of the three devices were returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model ecp017g biopsy instrument allegedly had foreign material. There was no reported patient contact. This information was received from various sources. Patient age, weight, and gender were not provided.